Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on 2016-nov-04 indicated that the manufacturing representative (rep) turned off the alarm and reduced the flow rate in the event that the pump started back up again. On this report date, the pump started alarming again, the patient was redirected to the doctor/rep to determine via the clinician programmer why the alarm was going off again. No symptoms in relation to this alarm.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code: no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(4) 2016. It was reported that alarm on (B)(6) 2016 was due to a motor stall. No rotor or dye studies were performed. The patient experienced a sudden loss of therapy, and recovered without sequela.

Manufacturer narrative:
The pump ((B)(6)) was returned for analysis. Upon interrogation it was seen that the pump was used to deliver sufenta (1000 mcg/ml at 6.1 mcg/day) and clonidine (205 mcg/ml at 1.25 mcg/day). Analysis of the pump found gear train anomalies and a stall due to shaft bearing as well as overinfusion with an undetermined root cause. (B)(4) also applies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine 205mcg/ml at 1.02mcg/day and sufenta 1000mcg/ml at 195.2mcg/day via an implantable pump. The indications for use were non-malignant pain, post lumbar laminectomy syndrome and spinal pain. The patient reported a ptm code 8476 (motor stall). The patient's pump was alarming. When asked if the patient was exposed to an MRI, testing or strong magnets the patient stated no the only thing out of the ordinary was that he went through metal detectors as the patient had to go to a federal building yesterday. The patient's healthcare provider stated their healthcare provider had retired and then had an auto accident and was not available. The patient had called the home care agency who refills the patient's pump and was redirected to contact the manufacturer. The patient's healthcare provider had given the patient referrals to other healthcare providers but the patient was in the process of relocating and had never called them. Additional information received from a healthcare provider via a company representative reported that a motor stall was seen at initial interrogation. Per the reporter they planned to replace the pump friday or early next week. The patient was feeling jittery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.